Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two separate pieces, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, the device broke during use; however, there were no retained foreign bodies (no pieces fell into the patient wound per correspondence). Reportedly, the surgery was finished with an unidentified competitor back up device with a 0-30minute surgical delay without patient injury reported. The product visual evaluation confirmed the breakage of the device into two pieces. The clinical root cause of the reported event could not be definitively concluded. Patient impact beyond the reported event, use of a competitor backup device and the 0-30 minute surgical delay could not be determined. No patient injury was alleged. No further medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tka surgery, the journey fem impact bumper rt broke while instruments were inside the patient. No piece fell into the patient. Surgery was resumed, with less than or equal to 30 minutes delay, with a competitor device. No further complications were reported.